Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped fully inflating due to complete fluid loss. The ipp was removed and replaced. There were no patient complications reported.